Manufacturer narrative:
UDI: (B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported that the cycler was leaking fluid while the patient was connected and performing peritoneal dialysis. The leak was noticed during dwell 5 of 5. The patient could not confirm where the fluid was leaking from, but there was fluid on the top of the cart, underneath the cycler, as well as on the bottom of the cart, and on the floor. Additional information was received from the patient¿s pd nurse who confirmed that the patient was treated with antibiotics prophylactically, 2.2g of ancef via the intraperitoneal route. The patient had a 1 time dose. The pd nurse confirmed that no adverse event had occurred and that complaint sample had been discarded and was no longer available for investigation.